Event description:
(B)(4). Initial report: this is a spontaneous case report received by e-mail from a regional medical manager on (B)(6) 2009. She was informed by a dermatologist who reported about a female patient. No details were reported on age, previous history, concomitant diseases and concurrent drugs. The patient was treated with poly-l-lactic acid (sculptra) from (B)(6) 2008 to (B)(6) 2009. The patient received 4 treatments during this time frame. Although the dermatologist mentioned that 3 treatments were enough, the patient wished a 4th treatment. After the 4th treatment (date was no reported), the patient experienced an overreaction to the collagen regeneration. For further clarification, infections will be detected. On the date of the report, the outcome of the reaction was with sequelae. The regional medical manager did not provide any information concerning the causal relationship.